Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 284, 184, and 495 mg/dl when all tests were performed within 10 mins on the advantage system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.